Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited inappropriate shock due to incorrect interpretation of signal. It was noted that the device perceived the patient¿s atrioventricular nodal reentry tachycardia episode as ventricular tachycardia and delivered inappropriate antitachycardia pacing. Programming changes were performed. The patient was in stable condition.